Event description:
Event description cpi received information that in november 2000 the patient had atrial flutter that triggered numerous implantable cardioverter defibrillator mode switches. An ablation procedure was performed. Afterward, atrial flutter with a rapid ventricular response was observed. The patient went into respitory arrest and was re-ablated. Afterward no atrial flutter problems were observed. Cpi was not informed of this problem until march 2001.